Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in line) occurred on the homechoice (hc) during dwell three. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient completed therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.